Manufacturer narrative:
(B)(4). Date sent: 10/26/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The cable was returned with no apparent damage. The cable was functionally tested with a multimeter and meets the specification, no abnormalities were observed. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that during an unknown procedure, the device kept cutting and coagulating when the device was started to use. The device was switched off and restarted, but the device kept coagulated. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.